Event description:
It was reported that before use during a routine check, the cardiosave intra-aortic balloon pump (iabp) keeps deflating. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4,e1 (email), g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) keeps deflating.

Manufacturer narrative:
A getinge field service engineer evaluated that customer state have defecting issue during routine check. Check the unit replaced pneumatic module assy. Calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.